Event description:
Follow up information received identified the patient underwent a pocket revision surgery. During the procedure, the ipg was moved from the left flank area to the patient's right flank area. Reportedly, the pocket revision resolved the issue.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort, described at burning, at their ipg site. Turning off stimulation did not help resolve the issue. In turn, the physician recommended the patient to wear an abdominal binder and prescribed an antibiotic and anti-inflammatory patch to put over the site. X-rays were taken but the results are unknown. Surgical intervention may be taken to address the issue.